Manufacturer narrative:
- It was reported that the sheath does not fit over the screw tap. - the reported event is confirmed upon investigation of the returned picture. However, it is confirmed to be misuse. - visual evaluation identified the screw tap in the sheath, which appeared to be stuck. However, without the return of the device, further investigation cannot be performed. Additionally, it was determined that using the screw tap with the sheath violates the instructions for use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep that the blue sheath that is included with the ar-4020c-07, does not fit over the 7mm quick connect screw tap. The threads of the tap are cutting into the sheath as you advance it down. It is too tight in width to push the tap through the sheath, so screwing it down the shaft is the only possibility. No case involvement.